Event description:
Manufacturer report number: 3005334138-2021-00759. During device preparation for a premature ventricular contraction procedure (pvc) the advisor hd grid was connected to the amplifier via a direct connect cable outside the patient, but the "hdg @ 4" and green circle, which was displayed when the catheter was connected, was not displayed at the bottom right of the main screen. When the catheter setting screen was confirmed, it seemed that it was recognized as catheter, but not recognized as se catheter. The catheter was exchanged with no resolution. The procedure progressed, when the device was inserted, the "hdg @ 4" and green circle was displayed at the bottom right of the screen. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.